Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a cartridge alarm 6 occurred. Reportedly, the pump was not outside of the allowable operating altitude range at the time of this alarm. In addition, it was reported that the insulin gauge was inaccurate. Customer's blood glucose level was around 100 mg/dl. Reportedly the customer continued to use the pump for insulin therapy.